Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effects; however, the treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Two unused, sterile copilot devices were returned for evaluation. The lot number of one copilot device was the same lot number as the reported device. Functional testing was successfully performed on the sterile devices. There were no leaks observed and no manufacturing issues or abnormal observations were detected. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented emergently with an acute st elevated myocardial infarction (stemi). During the procedure to treat the inferior posterior distribution of the saphenous vein graft to the posterior descending artery (pda), while pulling back and injecting contrast through the catheter, air bubbles were noted under fluoroscopy in the vessel. A non-abbott aspiration catheter was inserted and the air was suctioned out of the anatomy; however, the patient became bradycardic, lost pulses and went into cardiac and respiratory arrest. Cardiopulmonary resuscitation (CPR) was performed, atropine was administered and the patient was intubated. Additional medication was given to further sedate the patient. A 2.5 x 12 mm balloon dilatation catheter (bdc) was inserted for multiple inflations to treat the vein graft; however, air continued to be entrained through the catheter into the vessel. The copilot was removed and replaced. The line was flushed and good blood flow without air was achieved. Post procedure the patient was noted as stable and doing fine when transferred from the cardiac catheterization lab. There was no reported adverse patient sequela. No additional information was provided.